Event description:
It was reported that the b button on the insulin pump became unresponsive. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin had intermittent button response due to corroded keypad traces. The insulin pump was received with minor scratches liquid crystal display window, cracked reservoir tube lip and cracked battery tube threads.